Manufacturer narrative:
The evaluation associated with this report was provided to the us FDA in a letter dated november 9, 2011 in response to an additional information request. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
"Adhesive sensor is becoming detached from the cable and exposing wires and threads. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).